Event description:
Information received by medtronic indicated that the insulin pump screen was scratched, the center button was intermittently working, belt clip was loose and o ring came out of the reservoir. Insulin pump was dropped and customer was not able to read the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.